Event description:
The images on the artis x-ray during cardiac cath were grainy and weak. No images visible in the control room. The sensis monitor would not allow the transduced pressure system to be balanced. After rebooting, neither systems opened. An error message appeared, "unable to connect to server, please connect and try again." Pt. Was moved to another cath lab, re-draped, new sets opened, and computer started up. This extended the door-to-balloon time. Pt. Was stable and pain free during the delay.====================== manufacturer response for x-ray machine, axiom artis dbc======================corrective action/service performed -ddis shows no communication, system is in bypass. Shut down and rebooted system. Checked diagnostics, and tested system. No problems found.